Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is unconfirmed as the problem was not able to be reproduced. One 22 g x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation showed use residue on the returned sample. A needleless injection cap was observed to be returned on the luer hub of the device. The sample was flushed and pressurized with a 12 ml syringe of water and was found to be patent to infusion and no leaks were observed. A microscopic observation revealed no damage on the returned sample. An iso luer taper gauge was used to measure the inner diameter of the luer hub of the returned sample, and it was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that leakage from connection site at the hub. Event occurred during use. No other information provided, at this time.